Event description:
Suction irrigator was running on its own, suctioning water without buttons being pressed. The suction kept running after being disconnected. When top was removed, the inside smelled burnt and was hot to touch.